Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The infusion cannula tip was broken off. Examination of the hub found no major marks or scratches that would be attributed to a surgical instrument. After an analysis and based on the condition of the sample, the root cause could not be conclusively determined. Possible root cause is potentially related to an error during the supplier's assembly process of the infusion cannula. Based on the location of the fracture and rough edges on the cannula, it is possible the tip was damaged as a result of a supplier manufacturing related error. Other possible root cause could be related to user handling of the infusion cannula line. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the infusion tip broke off in trocar during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).